Manufacturer narrative:
The MFR's svc rep performed an onsite investigation. The internal cradle cable was replaced. The sys was tested and operates as intended.

Event description:
The customer reported a precharge error message on the 8800 sys. No pt injury was reported.